Event description:
It was reported that during preparation of the recanalization catheter, saline solution did not eject in 2 directions, but oozed out. The user attempted to insert the guidewire as it was, the guidewire would not go into the catheter, but sticking out from the connecting area between the metal tip and the outer catheter. The metal tip was found to be out of alignment with the outer catheter. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed an identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The investigation confirmed for material separation as the outer catheter and guide wire lumen were found to be separated from the metal tip, which prevented full guide wire patency. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.